Event description:
Device malfunction: unable to complete sheath splitting. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, during step 3 (thumb advancement) resistance was felt and the sheath was not able to continue splitting. The safety release button was depressed, and the device was safely removed. Hemostasis was achieved using manual compression. Once the device was removed, it was noticed that the "sheath splitter had numerous splits". There were no reported adverse patient effects. Through requested, no additional information was available.

Manufacturer narrative:
Numerous splits in the sheath splitter - the device was received. Investigation is not yet complete.